Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel and flange of a bd¿ non-sterile bulk pack 5ml slip tip syringes was ¿deformed¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one loose 10ml assembled syringe was received by bd canaan and reported to be from batch #7355674 (p/n 301028). The sample was visually evaluated. The syringe was found to have damage between the 2ml and 3ml gradlines. The damage is on the barrel exterior and the plunger rod. The damage appears to have happened after the printing process. Damaged barrel as observed in the sample provided is a rejectable condition at bd canaan. DHR review for batch 7355674 (p/n 301028): manufacturing dates: 12/22/2017 to 12/23/2017. Batch quantity was 403,200. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7355674 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. After reviewing our database, this is the 1st complaint received for the provided lot number. The damage observed was likely due to the temporary part misalignment in the pocket of the assembly dial during the high speed assembly process. This type of defect is rare and is considered to be an isolated incident, therefore no immediate actions were taken. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.